Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical record ad 19 dec 2019 reviewed on 5 january 2020. On (B)(6) 2014: the patient underwent a right total knee arthroplasty. Depuy implants were used. Depuy cement x2 was used. The patella was resurfaced. No intraoperative complications noted. On (B)(6) 2019: the patient underwent a right knee revision secondary to suspected loosening. Intraoperatively, the surgeon discovered adhesions; and tibial loosening at an unknown interface. No intraoperative complications were noted. Pmh: degenerative joint disease, right knee. Doi: (B)(6) 2014; dor: (B)(6) 2019.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary :the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history review completed 07 dec 18 0 non-conformances on this lot number. Final micro and sterility tests passed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> device history review completed 07 dec 2018. 0 non-conformances on this lot number. Final micro and sterility tests passed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.